Event description:
It is reported that the tips of the screwdrivers broke off when implanting multiple cannulated screws in a proximal humeral locking plate.

Manufacturer narrative:
Eval summary: it is not known if the drivers might have been overloaded during use. In general, the 2.5 mm hex driver end is prone to failure/breaking or deforming under excessive loads due to the small cross-sectional area inherent in this size driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid, not a cannulated, 2.5 mm hex driver. A cause cannot be definitively determined with the info provided. As returned, the tips of the screwdrivers have fractured off. The hex regions of the screwdrivers were not returned. It is not known how the drivers were used over their potential field age of approx 2.5 and 3.5 years. The device history records were reviewed and found to be conforming indicating that the devices were mfg, inspected, and packaged to spec.